Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a new pump module was attached to the pcu to start a heparin drip (2500 units in 250ml) as ordered by the physician. The infusion was programmed via pre-population programming and was started at 1642, dose set at 9.9ml/hr (or 12 units/kg/hr). At 1707, the pump module alarmed "air-in-line". It was noted that the bag was "dry" and the device displayed a message "communication error" with flashing red and orange alarm. The entire bag was reportedly infused in twenty-five (25) minutes. The physician was notified and laboratory tests were ordered. Patient's neurological and vital signs were checked every fifteen (15) minutes; vital signs were stable. Rapid response team (rrt) was at bedside to assist with protamine sulfate (heparin antidote) administration. The patient was transferred to intermediate care unit (imcu) for closer monitoring. There was no change in patient's status throughout incident.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem, FDA notified?, report source, report source other. Additional information: device available for eval?, returned to manufacturer on, device return to manuf, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a new pump module was attached to the pcu to start a heparin drip (2500 units in 250ml) as ordered by the physician. The infusion was programmed via pre-population programming and was started at 1642, dose set at 9.9ml/hr (or 12 units/kg/hr). At 1707, the pump module alarmed "air-in-line". It was noted that the bag was "dry" and the device displayed a message "communication error" with flashing red and orange alarm. The entire bag was reportedly infused in twenty-five (25) minutes. The physician was notified and laboratory tests were ordered. Patient's neurological and vital signs were checked every fifteen (15) minutes; vital signs were stable. Rapid response team (rrt) was at bedside to assist with protamine sulfate (heparin antidote) administration. The patient was transferred to intermediate care unit (imcu) for closer monitoring. There was no change in patient's status throughout incident. Received a copy of the customer's med watch report from FDA which states, ¿at 1642 a heparin 25,000 unit/ 250 ml infusion bag was started on an alaris pump. At 1707 the pump alarmed with an air in line alert. At that time it was identified that 250 ml had infused over 25 minutes. Subsequent review of the pump programming showed that the pump was programmed correctly at a rate of 9.9 ml/hr by the nurse. The patient was given protamine for heparin reversal. Subsequent appropriates were 40.7, 83.2, and 64.9 at 1824, 2221, and 0054 respectively. The patient was monitored and reversed with protamine appropriately and did not have an adverse reaction to the heparin infusion. Of note the therapeutic range for this patient was 45 - 70 seconds for them to be anticoagulated. FDA safety report ID # (B)(4)."

Manufacturer narrative:
Additional information: imdrf annex a, g, c and d codes. Correction: medical device operator.

Event description:
It was reported that a new pump module was attached to the pcu to start a heparin drip (2500 units in 250ml) as ordered by the physician. The infusion was programmed via pre-population programming and was started at 1642, dose set at 9.9ml/hr (or 12 units/kg/hr). At 1707, the pump module alarmed "air-in-line". It was noted that the bag was "dry" and the device displayed a message "communication error" with flashing red and orange alarm. The entire bag was reportedly infused in twenty-five (25) minutes. The physician was notified and laboratory tests were ordered. Patient's neurological and vital signs were checked every fifteen (15) minutes; vital signs were stable. Rapid response team (rrt) was at bedside to assist with protamine sulfate (heparin antidote) administration. The patient was transferred to intermediate care unit (imcu) for closer monitoring. There was no change in patient's status throughout incident. Received a copy of the customer's med watch report from FDA which states, ¿at 1642 a heparin 25,000 unit/ 250 ml infusion bag was started on an alaris pump. At 1707 the pump alarmed with an air in line alert. At that time it was identified that 250 ml had infused over 25 minutes. Subsequent review of the pump programming showed that the pump was programmed correctly at a rate of 9.9 ml/hr by the nurse. The patient was given protamine for heparin reversal. Subsequent appropriates were 40.7, 83.2, and 64.9 at 1824, 2221, and 0054 respectively. The patient was monitored and reversed with protamine appropriately and did not have an adverse reaction to the heparin infusion. Of note the therapeutic range for this patient was 45 - 70 seconds for them to be anticoagulated. FDA safety report ID # (B)(4)."